Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which had been implanted 29 months, displayed an elective replacement indicator (eri).